Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the ablation procedure, there was no change in the impedance value. Two cycles of 12 minutes, one cycle of 6 minutes and one cycle of 5 minutes were performed. There was no injury to the patient.